Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient has a watchman closure device and experienced a cerebral vascular accident."